Event description:
The customer reported via phone call that she had a question regarding the bolus amount. Customer's blood glucose was 157 mg/dl. The customer was advised to speak to healthcare provider about setting up bolus wizard so that they don't need to concern themselves with taking the wrong amount.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.